Event description:
Dealer states heat exchanger leaking. Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the heat exchanger leaking. Other malfunctions were the sieve bed defective and tie wraps needed installation.